Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with data acquisition (pcba adc) printed circuit board assembly/ analog digital converter failed. The customer reported the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Failure analysis on the returned gas delivery system (gds) shows that the gds system was tested with no failures identified.